Event description:
It was reported that the insulin pump had unresponsive buttons, a constant tone and a frozen screen. The time on the screen was not advancing. Troubleshooting was performed, and the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.